Event description:
The customer reported that they were getting half images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The service engineer checked the images and replaced the led printed circuit board. He modified one a/d pc board and replaced the other board. He also replaced the sensor cable and flat cable, screws, and washers. The service engineer performed calibration and self tests and all functions met specifications. MFR cross-reference #: (B)(4).